Manufacturer narrative:
Carefusion's customer advocacy department has reached out to the customer regarding patient outcome but the customer has indicated that they have no further information regarding patient harm or injury. (B)(4). Field service rep evaluation: the field service engineer (fse) went on-site to evaluate the suspect device. The fse noted that the device was presented to him with the same patient circuit but the heater cable was not present. The heater ports were not plugged and when running the device, the device could not ventilate, but the fse can not determine for sure if this was the cause of the reported issue. The fse performed use testing and the operational verification procedure testing of the device, which the device passed. At this time, the reported event was not duplicated and no specific component has been isolated for a root cause investigation.

Event description:
The customer reported while in use this avea ventilator failed to cycle a breath and no volumes were displayed. The patient was switched to another ventilator and the customer did not have any information regarding patient harm or injury, it is currently unknown.